Event description:
Operator reports leak coming from behind the ise unit of the analyzer and into the floor. The user covered up and contained the leak on the floor. No patient samples were involved and the operator was not harmed. The field service representative determined the main waste compartment was blocked and cleaned the waste compartment. He verified analyzer operation by running the ises.